Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was a loss of capture and no low voltage pacing on the device. Upon further inspection, the device was observed to be in backup mode. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned due to being found in backup mode, which was discovered during the implant procedure. The reported event of backup mode was confirmed. Device images were severely corrupted and reason for backup reset is unknown. Device code was downloaded successfully. Analysis was performed and no anomalies were found. The device was monitored for several days at room temperature and interrogation of the device did not show any anomalies, as backup mode could not be reproduced. The reported issues of loss of capture and no pacing were consistent with the backup condition, as the device requires contact with the body to provide pacing in unipolar mode. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity. The reported event of failure to capture and no pacing were not confirmed.